Manufacturer narrative:
Date sent: 07/03/2007 information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy procedure there was an issue with the device's clip formation. It was not noted how the procedure was completed. Patient consequence unknown.